Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 30-25mm amplatzer talisman pfo occluder was selected for implant. During device deployment, the patient had transient st elevations and ventricular tachycardia (vt). After deployment, an angiograph was performed and showed no air in the coronary, the patient then began to improve rapidly. The patient was cardioverted for unstable vt at some point during the procedure and had left heart catheterization. The patient was discharged the next day. No additional information was provided.

Manufacturer narrative:
An event of arrhythmia reported. Information from the field indicated that the patient did not have a history of arrhythmia, heart failure or diabetes. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.